Event description:
A non synthes nail was removed due to infection and non-union and replaced with a temporary non-synthes antibiotic nail by the surgeon. On (B)(6) 2012 the surgeon removed the temporary antibiotic nail and at that time the infection was reportedly cleared. The surgeon then used a ria system to harvest auto-graft. The drive shaft and head broke in the femoral canal. All parts were immediately retrieved. A new reamer shaft and head were used and an auto graft was collected to fill the void the antibiotic nail had left. The surgeon implanted tfn and lag screw with no further problems. Patient reportedly recovering well. This is 2 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.